Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot. Upon troubleshooting, the fse found the issue with the suite pc. As part of resolution, fse recommended to replace the suite pc, but the customer did not approve the suite pc replacement. Therefore, no resolution action was performed by the philips. To date no further information is received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.